Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2010 17:55:20. Sensing - oversensing 3 - ventricular nst=210 ms average v-cycle on (B)(6) 2010 in the timeframe between 17:44:53 and 20:42:30; 9 - vf<=210 ms between (B)(6) 2010 15:25:33 and (B)(6) 2010 00:48:26.

Event description:
It was reported that a lead integrity alert was triggered after the patient had episodes of ventricular tachycardia and ventricular fibrilation. The lead remains in use. No patient complications were reported as a result of this event.